Event description:
The customer reported obtaining nucleated red blood cell (nrbc) review flags (r flags) on patient samples involving the unicel dxh 800 coulter cellular analysis system. The customer noticed that diluent was low and proceeded to replace the diluent. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone and advised the customer to flush the flow cell with cleaner for fifteen minutes. The customer still reported issues with patient results following the cleaning procedure and requested for service to evaluate the instrument. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse cleaned and aligned the flow cell, cleaned the distribution valve (dv), and replaced the sample line to flow cell. The fse also aligned the sample probe and ordered new mixing chambers and sample lines for a return visit. The fse returned to the customer's site on (B)(4) 2013 and indicated obtaining r flags on 6c level 1 control. The fse flushed the flow cell but found low differential counts and long count times after ten to fifteen samples. The fse cleaned the blood sampling valve (bsv) and bleached the mixing chambers, sample lines, flow cell, and drain line. The fse then cleaned the dv and aligned the flow cell. The fse returned again to the customer's site on (B)(4) 2013 and replaced the solenoid valve, which enables the multi-transducer module (mtm) to drain to waste, due to a restriction in the volume, conductivity and light scatter for multiple angles (vcsn) waste line outflow. The fse then replaced the flow cell sample line and flushed and aligned the flow cell. The fse replaced the solenoid vl216 (upper sheath), flushed the wash collar drain lines, aligned the probe, and adjusted the flow rate and stabilyse preservative reagent volume. The customer reported a similar event which occurred on (B)(6) 2013; please refer to medwatch #1061932-2013-01873 for the report of the event. The fse was dispatched on (B)(4) 2013 and noticed that there was a delayed start to the beginning of count which was affecting all mtm parameters (differential, nucleated red blood cell, and retic). The fse discovered loose pressure tubing on fitting 0 of the distribution valve assembly which was responsible for the output sample from the distribution valve. The fse replaced the entire harness for the mtm to resolve the issue. As of (B)(4) 2013, the customer has not reported of any further issues. Results: failure mode is likely attributed to the restriction in the vcsn waste line outflow, and associated flow cell and mtm adjustments/repairs performed as a consequence of the obstruction. Another failure mode is determined to be a loose pressure tubing on the fitting of the distribution valve. The instrument generated error messages to alert the operator of an instrument issue.